Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. No further analysis can take place at this time. Part not received by manufacturer.

Event description:
A medtronic representative reported that the tip of the lumbar probe was found to be twisted during a spinal fusion procedure. The instrument was still reportedly usable and the procedure was completed successfully with it. This issue did not cause a delay and the patient was not impacted.